Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient reported increased voids and after speaking with their healthcare provider (hcp), it was suggested to talk to the call agency. Patient noted that stimulation was increased with their hcp and they had their bandage changed. Patient further said they were switched to program 2 and stimulation was set to 0.9ma; it was comfortable. The patient was advised to contact their hcp with any health concerns or advice. Four days later, patient reported an increase in their urgency and leaks. After changing the batteries in their controller, the patient then changed their settings to program 3 and set stimulation to 1.8ma. They noted this was comfortable for them and they had no urges or leaks today. As a result of what was reported, they were advised to contact their hcp with any health concerns or advice. On (B)(6), patient reported one sudden urge that they rated at a 4 which was unusual. They said they had this urge and when they went to use the bathroom, they were unable to void. Patient was advised to contact their hcp. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.